Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2018-17420during follow-up, there was an insulation fracture alleged on both the right atrial (ra) and right ventricular (rv) leads. Both the ra and rv leads were explanted to resolve the event and the patient was in stable condition.